Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked. Blood glucose level at the time of the incident was 432 mg/dl which was treated with bolus. The customer reported that infusion set was in used for few hours. The customer stated that the insulin exited. Customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.